Event description:
After 70ml of a contrast injection for a neck scan, the technician noticed no dye on the scan. When the IV site was checked, a large infiltration was observed. A warm compresses was applied and the doctor injected 10mg rogitine into the site. The pt's arm was elevated and the pt was kept for observation. The pt was later sent to the ER to be seen by the attending physician.

Manufacturer narrative:
The sample is not available for evaluation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B)(4).